Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. As the device was discarded at the hospital, the manufacturer is unable to conduct a direct examination of the prosthesis involved. The manufacturer is following up with the healthcare facility to retrieve additional information on the circumstances surrounding the event. A follow up report will be submitted upon receipt of any new information.

Event description:
The manufacturer was informed of an intra-operative explant of a perceval plus prosthesis occurred on (B)(6) 2025 during an avr case performed through full sternotomy. According to the information received, following the sizing procedure, it was determined that a valve size s was suitable for the patient and a perceval plus heart valve size s was implanted accordingly. However, severe paravalvular leakage (pvl) was observed on intra-operative echocardiography, and the valve was subsequently explanted. The surgery was then completed using a conventional valve from a different manufacturer (unknown model and serial number) without reported complications on the patient, who remained relatively stable throughout the procedure. The hospital reported that the device in question was discarded on-site due to the patient's infection, and therefore will not be available for further analysis. The manufacturer was also informed that the healthcare facility will not disclose any information regarding the patient. Reportedly, no positioning problem was noted while implanting the perceval prosthesis, and the native valve was tricuspid.